Event description:
Per review of medical records: on (B)(6) 2002, patient has repair of recurrent ventral hernia using bard mesh 10x14 and explant of non-bard mesh. On (B)(6) 2006, patient admitted for lysis of adhesions found on loops of small bowel and to repair recurrent 15x15cm hernia in abdomen using bard composix e/x mesh, sewn together with current mesh already implanted. On (B)(6) 2009, patient admitted for incisional hernia repair and small bowel obstruction using non-bard mesh. Postoperatively the patient developed a wound infection and sepsis requiring a second surgery for wound exploration and wound vac placement on (B)(6) 2009. On (B)(6) 2009, according to discharge summary patient abdominal distention resolved, bowel function normal and was tolerating regular diet. On (B)(6) 2009, doctor visit, CT scan shows recurrence but no small bowel obstruction. On (B)(6) 2010, doctor visit, notes identify superficial sinus tract, no erythema, minimal damage.

Manufacturer narrative:
The product is still implanted and the information provided is the result of a review of the provided medical records. There were two bard mesh implants identified in the medical record review. The other was provided under medwatch 1213643-2010-00208 (composix e/x implanted in 2006). Both devices remain implanted, one as part of the repair in 2002 and the other, the composix e/x, which was added in (B)(6) 2006 and was sewn to the original bard mesh following dissection of adhesions. There is no mention in the medical records of a bard explant or a device related problem with bard mesh. The patient presented with infection following another hernia repair in 2009 which was performed using a non-bard mesh. Based on information provided it cannot be concluded that the bard mesh caused or contributed to the issues being reported.